Manufacturer narrative:
Device evaluation is currently being conducted. A review of the manufacturing paperwork can not be conducted without the lot serial number (s).

Event description:
A gore excluder bifurcated endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. The patient presented with a persistent type ii endoleak with aneurysmal sac growth. Several attempts were made to repair the endoleak including coiling. In 2006, the devices were explanted and the aneurysm was surgically repaired.